Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "femur became loose causing the pt pain. The doctor had x-rays and bone scan taken to verify."